Event description:
The customer reported to olympus that during therapeutic endoscopic retrograde cholangiopancreatography using this evis exera iii duodenovideoscope and single use distal cover, the distal cover was missing when the scope was taken out. The distal cover fell off in the patient's stomach and was recovered by esophagogastroduodenoscopy with roth net. The procedure was delayed by five minutes. The procedure was completed. The devices were inspected before use and no abnormalities noted. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope. This report is for (B)(6).